Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic exploration and repair of para-sigmoid colostomy, the device did not fire. The surgical time was extended for 30 minutes due to the issue and manual anastomosis was done to complete the case. The ostomy reception cannot be completed temporarily, and the patient has been discharged from the hospital with a stoma. The patient will be evaluated after some time to decide whether to continue the ostomy reception